Event description:
The following has been reported: biomed reported: "screen touch not registering". A preliminary review identified the following issue: mechanical hardware failure (screen no input). Injury/adverse reaction: no. Stopped active infusion: no. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for touch screen input failure. During initial testing, it was observed that the lcd was responding to touch inputs normally. An internal investigation was performed and signs of fault or damage were identified. The touch input cable was seated fully into the main pcba. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.